Event description:
Pt. Was receiving cancer medication through port with IV- medication - etoposide and nss for flush. Pump rate was set at 238 ml/hr. & vol. 208 ml the rate was set higher to accommodate flush and medication is given in one hour as ordered. After 30 min. Bag was found to be infused. Nurse checked pump, connections and clamp all seemed to be done correctly. Pt. Did not have any side effects, vs within normal limits. Pump was sent to bio med and found to have no discrepancies.